Event description:
Customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly the customer was using admelog insulin. Tandem technical support informed customer that admelog insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge.